Manufacturer narrative:
Received one (1) used 142730490 plum 150 ml burette set. No damages or anomalies noted. The set was leak tested per product specifications. There was no leakage. The reported complaint of leakage was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9: device received by manufacturer on 23-aug-23.

Event description:
The incident involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. The reporter stated that the set was leaking during infusion of 5-fluorouracil (fu) and the distal line had droplets on it. The event occurred during infusion. There were no obvious defects noted on the tubing set such as cracks or breaks with no holes, cuts, or tears. The tubing was replaced and therapy was resumed. The products were stored in the air-conditioned room in the hospital and were not exposed in extreme temperature condition. No spillage and no exposure to the patient or staff. There was patient involvement with no patient harm.

Manufacturer narrative:
The device has been requested to be returned for evaluation, however, it has not yet been received. Additional contact: (B)(6).